Manufacturer narrative:
07-nov-2017 product investigation results: return of product has been requested. Reporter returned toothbrush head on 05-oct-2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Precision rotating head came off, brushing disc/drum fell out, silver pin that holds the drum in place looks like it backed out [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on 13-sep-2017 that a brush head from an oral-b power oral care refills precision clean brush set 4 count came off while being used with an oral-b rechargeable toothbrush, version unknown. The consumer described that the brushing disc/drum fell out, and the silver pin that holds the drum in place looks like it backed out and the disc fell out. The consumer reported it was just one brush head from the pack, and he/she was not hurt. No symptoms developed. The consumer reported being a long time customer of the precision rotating head. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 05-oct-2017. Product investigation is in progress.

Event description:
Precision rotating head came off, brushing disc/drum fell out, silver pin that holds the drum in place looks like it backed out [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that a brush head from an oral-b power oral care refills precision clean brush set 4 count came off while being used with an oral-b rechargeable toothbrush, version unknown. The consumer described that the brushing disc/drum fell out, and the silver pin that holds the drum in place looks like it backed out and the disc fell out. The consumer reported it was just one brush head from the pack, and he/she was not hurt. No symptoms developed. The consumer reported being a long time customer of the precision rotating head. No further information was provided.